Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #18 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. A previous graft was performed on (B)(6) 2012 of the surgical site. The clinician states that the pt noted tenderness in area. The implant was removed on (B)(6) 2013 due to pain. Medical history: no significant findings.